Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "paddle fault" message using the attached multifunction cable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The multifunction cable was returned to zoll japan for evaluation. The customer's report was verified and attributed to the multifunction cable. Analysis of reports of this type has not identified an increase in trend.